Event description:
Event occurred in brazil. It was reported that the patient faced bent cannula events on (B)(6) 2026 causing hyperglycemia. The blood glucose level of the patient was 316 mg/dl and was treated by pen.

Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.